Event description:
The device was explanted for unknown reasons (date not reported). Additional information regarding the reason for explant has been requested but has not been made available as of the date of this report.